Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shocking lead impedance measurements. The out of range impedance measurements were noted with the competitor device. The health care professional (hcp) will continue to monitor. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.